Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 01/28/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Correction: the damage did not result in wires being exposed. There was no resistance or difficulty during insertion or removal of the catheter. The catheter was pre-shaped. The agilis, sjm, 8.5f sheath was used during procedure.

Manufacturer narrative:
(B)(4). It was reported that the physician noticed that the steering was not as expected. When he took out the catheter, he saw that it was physically damaged (crack) on the shaft. Catheter was replaced it with another st so that the procedure could be finished. Upon receipt, the catheter was visually inspected and shaft was found broken near the tip shaft transition. Further information received indicates that the catheter was pre-shaped, this might contributed to the shaft damage since the IFU indicates to avoid manually pre-shape of the distal shaft of the catheter by applying external forces intended to bend or affect the intended shape or curve. A corrective action was created to address the thermocool smart touch broken shaft issue. Due to the exposed parts, an electrical test was performed and catheter electrode #1 failed due to the shaft breakage. A deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a deflection issue cannot be confirmed. A corrective action was created to address the thermocool smart touch broken shaft issue.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. (B)(4). The device was not returned to bwi.

Event description:
It was reported that during a procedure the physician noticed that the steering was not as expected and found that the shaft was physically damaged (crack). The crack was 10.5 cm from distal end of the catheter. This issue was observed upon catheter withdrawal. There were visible exposed wires. The procedure was completed by replacing the catheter. This complaint is MDR reportable as it compromised the integrity of the catheter and posed potential risk to patients.

Manufacturer narrative:
The device history record (DHR) for the lot number 17294029m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures.